Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instruments was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc., kenosha, wi, facility as part of a combined 100-piece order in june 2023 from lot number: 06k2255102 (06k225510227). It was found that this order was made from t he correct materials and components, and all approved processes were followed. It can then be stated that the alleged non-conformance that incited this complaint was not due to an error in tecomet - kenosha's manufacturing processes. Evaluation of the returned instrument as received shows that the open jaw tip set gap is slightly undersized, thus making it more difficult to load a clip. We are able to validate this complaint for the returned instrument. Further evaluation shows that the bend on the spring mechanism has been altered, thus making it easier to close the applier while loading a clip, which in turn changed the tip set gap, making it slightly undersized. After the initial evaluation, the spring was re-bent to the proper bend, and now this instrument is able to pick up, retain, close, and release multiple clips without any difficulty. We are unable to determine what caused the spring bend to change on this device, thus making it difficult to load a clip, but mishandling of this device at the end user's facility is suspected. All instruments from this lot were 100% visually inspected and function tested before shipment to the customer, as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint, and this record will be deemed closed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "patient underwent a cabgx3 on (B)(6) 2025. Clips and appliers were used to close the veins and arteries. At 21:37 the same day, the patient returned to the or for a cardiac tamponade. Upon reopening the chest, it was noted that a clip was no longer securing the vein. Doctor confirmed that all vessels were secured and hemostatic at the time of closure. Intraoperative testing also confirmed vessel patency with no leaks." Additional information received on jun 23, 2025, indicated that "customer have a total of six appliers in every set for cardiac, three are for medium clips and three are for small clips. Beyond the cardiac tamponade, no harm or injury were reported." 6 devices were reported. Associated mdrs: 3011137372-2025-00274, 3011137372-2025-00275, 3011137372-2025-00284, 3011137372-2025-00285, 3011137372-2025-00286, 3011137372-2025-00287.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "patient underwent a cabgx3 on (B)(6) 2025. Clips and appliers were used to close the veins and arteries. At 21:37 the same day, the patient returned to the or for a cardiac tamponade. Upon reopening the chest, it was noted that a clip was no longer securing the vein. Doctor confirmed that all vessels were secured and hemostatic at the time of closure. Intraoperative testing also confirmed vessel patency with no leaks." Additional information received on jun 23, 2025, indicated that "customer have a total of six appliers in every set for cardiac, three are for medium clips and three are for small clips. Beyond the cardiac tamponade, no harm or injury were reported." 6 devices were reported. Associated mdrs: 3011137372-2025-00274, 3011137372-2025-00275, 3011137372-2025-00284, 3011137372-2025-00285, 3011137372-2025-00286, 3011137372-2025-00287.